Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur include, but are not limited to, endoleak and aneurysm rupture. The IFU also advises that this treatment modality requires long-term, regular follow-up to assess the patients health status and stent-graft performance. Patients with specific clinical findings (e.g., endoleak, enlarging aneurysms) should received enhanced follow-up.

Event description:
On (B)(6) 2021 this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2021, the patient presented to the hospital with a stable ruptured abdominal aortic aneurysm. On computed tomography, contrast was seen in the aneurysm sac and in the right iliac artery. The physician believes the patient may have had an undiagnosed endoleak. On (B)(6) 2021 a reintervention was performed whereby a gore® excluder® aortic extender endoprosthesis (pla320400) was placed proximally, and a gore® excluder® contralateral leg endoprosthesis (plc201200) was placed in the right iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Corrected g1: manufacturing site. According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur include, but are not limited to, endoleak and aneurysm rupture. The IFU also advises that this treatment modality requires long-term, regular follow-up to assess the patients health status and stent-graft performance. Patients with specific clinical findings (e.g., endoleak, enlarging aneurysms) should received enhanced follow-up.